Event description:
The customer reported total beta human chorionic gonadotrophin (tbhcg) quality control and subsequent calibration failure involving access 2 immunoassay system. Upon reviewing results, the customer noted ind (indeterminate) flags had posted with no value results on quality control (qc). Upon inspection, it was discovered there was no reagent pack in the unit. The user interface indicated one tbhcg2 reagent pack present, but manual inspection of the reagent carousel revealed that no tbhcg2 packs were on board. The customer was advised to find the particular reagent pack and properly discard it, as test counts would not be accurate. The customer confirmed patient results were not generated. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
The customer resolved the issue with beckman coulter, inc. Via the telephone. Service was not dispatched as system performance was not questioned. (B)(4).